Event description:
It was reported that approximately 12 months post-implant of a bifurcated device, an infrarenal aortic extension, a suprarenal aortic extension, and two limb extension on the right iliac artery, a computed tomography scan revealed remodeling of the abdominal aortic aneurysm, resulting in kinking of the bifurcated main body, at bifurcation level. Reportedly, no endoleak was present. The physician elected to reline the device with an additional bifurcated device with success. The patient tolerated the procedure well. Additional note: a prior event ((B)(4), 2031527-2014-00103) was reported involving this patient. In this prior event, a distal endoleak of the bifurcated graft left limb was treated with a limb extension, which successfully corrected the endoleak.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. The review indicates the reported even is confirmed. The cause appears to be related to aortic angulation and aneurysmal disease progression. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.